Event description:
Ous MDR - it was reported that during this pacemaker implant, the automatic lead identification of the pacemaker recognized the ventricular unipolar lead as bipolar. This resulted in temporary asystole of the pt the next day.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is, therefore, based on returned data and existing manufacturing documents. The manufacturing process for this device was verified. The manufacturing documents did not show any peculiarities that could be associated with the complaint. All manufacturing steps were performed correctly. The returned data were analyzed. There was no indication for material or manufacturing errors. The data analysis did not indicate an incorrect measurement. In addition, there are no reports about potential incorrect measurements of impedances. The data rather suggests that the lead had formed a leakage path between the electrically inactive ring and the unipolar conductor. The leakage path indicates a lead error that resulted in the pacemaker assuming the presence of a bipolar lead. There is no indication for a material or manufacturing error on the pacemaker side. It is rather assumed that low ohm readings inside the lead caused the clinical event.